Event description:
The customer reported that his olympus 4k uhd lcd monitor was intermittently losing its image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be confirmed. The unit was tested for 5 days straight, and there were no faults found. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The reported phenomenon of ¿image cuts out intermittently¿ was not confirmed, and a defective part was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported that the phenomenon occurred even though the customer replaced the power cable.